Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0alxv, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient also noted she has post-polio syndrome which was prior to implant. The patient reported that her lead wire had to be replaced because it had ¿come off¿. The event date of (B)(6) 2014 is approximate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.